Event description:
It was reported that this right atrial lead exhibited high capture thresholds. Subsequently, the lead was explanted and replaced with a new lead. The lead is expected to return for analysis.

Manufacturer narrative:
Market quality assurance laboratory, showing a deformed helix, stretched-out and/or bent likely explant damage. Visual examination also noted dried blood/body fluid in the helix housing. Subsequent, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead exhibited high capture thresholds. Subsequently, the lead was explanted and replaced with a new lead.